Manufacturer narrative:
Initial reporter phone number provided: (B)(6). Initial reporter zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a quick check was performed after the maintenance of the arctic sun device. Troubleshooting identified a defective chiller pump. The unit was taken away as requested by the customer. Per review of wo on 30sep2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. A quick check was being performed on the device. During troubleshooting, a chiller pump failure was observed. Chiller pump was replaced. Pm performed. Mixing pump, circulation pump, heater, and drain valves were replaced. Repair completed. Quick check successful. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. All available UDI information is being provided. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a quick check was performed after the maintenance of the arctic sun device. Troubleshooting identified a defective chiller pump. The unit was taken away as requested by the customer. Per review of wo on 30sep2025, there was no patient involvement.